Manufacturer narrative:
Failure event observed during analysis. The partial connector portion of a lead measuring 5.6 cm was returned for analysis. A full breach insulation degradation was noted at 4.5 cm from the connector pin.

Event description:
This report is to advise an event observed during analysis.